Event description:
Reporter indicated a vns pt underwent generator replacement surgery due to constant pain at the generator site incision scar. No pt trauma or device manipulation was admitted. The pt's pain has resolved since the surgery. The explanted generator has been requested for return.